Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a lithotripsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the physician was unable to crush the stone when the trapezoid rx lithotripter compatible basket was used with the alliance handle. The tip of the basket did not detach and the handle thumb ring of the device broke during use. The physician managed to remove the stone from the basket . The procedure was completed by using a different device (extractor retrieval balloon). There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) (tip won't detach). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a lithotripsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the physician was unable to crush the stone when the trapezoid rx lithotripter compatible basket was used with the alliance handle. The tip of the basket did not detach and the handle thumb ring of the device broke during use. The physician managed to remove the stone from the basket . The procedure was completed by using a different device (extractor retrieval balloon). There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation found that the thumbring was cracked and partially broken. The clear outer sheath along the working length was found to be discolored white most likely from stress marks. The clear outer sheath was also found to be split open from 36.5 to 42.5 centimeters from the distal end of the black heatshrink. The sidecar was found to be deformed and jaggedly split open also. The split in the sidecar was 5.3 centimeters long from the proximal end of the sidecar. The distal end of the clear outer sheath and sidecar had been pushed back for a length of 2.5 millimeters. A functional evaluation found that the basket could be actuated with severe resistance. The tip of the basket was still attached to the basket wires and the basket wires were found to be deformed. The condition of the returned unit was consistent with the complaint incident that the basket tip did not detach. During the evaluation, the basket connecting wire was found to be broken at the distal end of the handle cannula. Therefore, the most probable root cause is the basket wire failed prior to the basket tip detaching or the stone breaking up. (B)(4).